Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 26.3 cm from the proximal end. The embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned device revealed that the ruby coil pusher assembly was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as kink may occur. Then if the kinked pusher assembly is further forcefully manipulated, damage such as a fracture may occur. Fracture of the pusher assembly may allow the pull wire to withdraw, which would cause the embolization coil to detach. The root cause of the reported resistance could not be determined. The embolization coil to the ruby coil and the lantern mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using ruby coils. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the scrub technologist experienced resistance and subsequently, the ruby coil pusher assembly became kinked; therefore, it was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.